Event description:
The pt and rn discussed a plan for a void trial, including a method of instilling normal saline (ns) into the bladder. Following handwashing and prepping the blue catheter tubing leur lock port, the tubing was milked to empty the bladder completely, then the tubing was clamped. A 60cc was instilled into the leur lock port with ease, and there were no complaints of discomfort. As the next 20cc's were being instilled with ease, a 'pop' was heard and the void trial was immediatly stopped. As the pt was leaned back, minimal tension was applied to the catheter to stabilize it and it slipped out of the pt easily. The tip of the cath was intact, but the balloon was missing. The pt was in no apparent distress. The bladder scanner showed that 700cc's were in the bladder. The md was immediately notified.